Event description:
It was reported that the syringe pump module does not recognize the bd 20 ml and 50 ml syringes which are on the approved list. The pump module was tagged with the syringes and sent to biomed. There was no patient involvement because the devices were being used for a demonstration.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue of an syringe not recognizing (20ml and 50ml) was not determined because no products or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.